Event description:
Customer reported an unexpected negative reaction on the echo. The customer ran a screen using capture-r ready screen (crrs) on a patient sample which resulted negative for all three cells.

Manufacturer narrative:
Reactivity of the fya antigen was confirmed on retention crrid lot id114 and crrs(3) lot r039, used on echo at the time of the event. Review of the instrument's camera report shows that all values are within the expected range and that the alignment appears optimal. The customer stated that the patient sample was depleted. Customer did not send patient sample in for testing.